Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose levels over 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported that they changed the reservoir, but the insulin pump alarmed several times. They were able to rewind it. It worked for 48 hours but again the issue reoccurred. It was reported that the insulin pump had hardware low level failures alarm and the customer was able to clear the alarm as well as was able to rewind the insulin pump. The customer stated that they ran the self-test and the insulin pump pass the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.